Event description:
It was reported the pt (germany) lost therapy. Surgical intervention was undertaken to replace the pt's dbs ipg. Premature battery depletion is suspected. However, since no program parameters were provided, device longevity could not be estimated. Effective therapy was recaptured for the pt following the procedure.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.